Manufacturer narrative:
It was reported that the shoe felt too tight on top by the laces/toe filler. Causing trauma to amp site, was bleeding, patient feels like area is too narrow on right met. The custom insole was returned and evaluated defect confirmed. Item is misassembled and does not match patients foot. The root cause has been traced back to a manufacturing of the custom insole.

Event description:
It was reported that the shoe felt too tight on top by the laces/toe filler. Causing trauma to amp site, was bleeding, patient feels like area is too narrow on right met.